Event description:
It was reported that the patient's lead exhibited high impedances following a recent fall. Diagnostics revealed that the ipg was the cause for the impedance issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.